Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "temp error". A getinge service technician repaired the affected rotaflow (serial#(B)(6)) on 2021-08-20. The technician could confirm the reported "temp error" and replaced the rfc (rotaflow console) interconnection board (material#70103.4015). The replacement improved the function of the rotaflow fan. The device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "fan defective" was performed in getinge life cycle engineering on 2020-08-06 . The most probable root cause could be determined as: a short circuit at the transistor t1 and a defect diode d3, that does not pass electricity in conduction direction. Both components are located on the rfc interconnection board . Due to the short circuit on the transistor t1 the regulation of the fan can not be executed. Due to the defective diode d3 the processor of the control board cannot influence the speed of the fan. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2017-09-16. The review of the non-conformities has been performed on 2021-09-20 for the period of 2017-09-16 to 2021-04-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet received.

Event description:
It was reported that the error message ¿temp¿ was displayed on the rotaflow console during patient treatment. The pump did not stop. The device has been exchanged with a backup device. Complaint ID: (B)(4).